Event description:
It was reported that the patient wanted to undergo device explant. The patient reported that he was able to feel the device move when he exercized and he experienced voice alteration. It was reported that the device has been programmed off due to lack of efficacy for a while. Clinic notes dated (B)(6) 2014 note that the surgeon will be contacted to remove the vns. No surgical intervention has been performed to date.

Event description:
The implanting surgeon reported that the generator was secured to the fascia at implant with a non-absorbable suture.

Event description:
The patient's programmed settings were lowered in (B)(6) 2007.

Manufacturer narrative:
Age at time of event, date of event, corrected data: the initial report inadvertently reported the approximate date incorrectly. The settings were programmed down in (B)(6) 2007.

Event description:
Additional information was received that the patient still would like to have vns explanted. The patient reported bruising at the generator site area in the chest since a recent fall (not related to vns) and has difficulty lying on his side after the fall. He states that his particular indication made efficacy difficult. No surgical intervention has occurred to date.

Manufacturer narrative:
Device evaluation is not necessary as the migration is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the suspect generator was explanted. No additional information has been received to date.